Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. The reported air in patient line was determined to be caused by a loose connection. As the device was not returned and the lot number was unknown, a device analysis could not be completed and the problem could not be confirmed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that there were air bubbles in the patient line on the homechoice (hc) device during fill of peritoneal dialysis therapy. It was discovered that the heater line disconnected form the heater bag. The patient planned to restart therapy with new supplies. The patient did not check the line after priming and before connecting. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.